Event description:
Subsequent to the previously filed report, additional information was received: according to the death certificate, the immediate cause of death was pneumonia. The secondary cause of death is cardiomyopathy. The study physician reported the cause of death was unrelated to the mitraclip device. No additional information was provided.

Event description:
This report is filed for the patient death. It was reported that two mitraclips were implanted on (B)(6) 2010 in the patient with degenerative mitral regurgitation (mr) and bileaflet prolapse reducing mr from 4 to 1-2. Four and a half years after the mitraclip procedure the patient expired. According to the patient's family, the cause of death was not related to the mitraclip device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclips remain in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Additional information was received from the physician stating that the mitraclip procedure and devices did not cause or contribute to the patient death. Therefore, it was confirmed that there was no relationship between the reported event and the mitraclip devices.